Event description:
End user reports clogging while using pen needles lot number 52992 expiration date 01/02/2026.

Manufacturer narrative:
No product was returned for testing. Reserved lots 529910 were investigated for blockage with humalog kwikpen for blockage, flow rage and dosage accuracy and no abnormality found. There are no abnormalities found in the device history records as well. However, the investigation identified that due to both ends of the cannula being siliconized and only one side of the cannula being shot with air to prevent the crystallization of the silicone oil, another blow process will be added to both ends of the cannula sides. The manufacturing process will be corrected in the future.